Manufacturer narrative:
The left rear caster bolt became stripped and has broken out of the base. The provider states that the clinic has taken this one out of service. There was a replacement order for a new caster. No return expected at this time. The report does not allege that the device caused or contributed to a death or serious injury. However, based on established risk documentation, it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury. A CAPA was created to address caster failures such as broken/bent casters which resulted from incorrect bolt design specifications (proper bolt material not specified, bolt thread form not to specification, bolts not torqued sufficiently). The lift owner¿s manual lists the following warnings and instructions: casters and axle bolts require inspections every six months to check for tightness and wear. There is no adjustment or maintenance for the casters, other than cleaning, lubrication and checking axle and swivel bolts for tightness. Remove all debris, etc. From the wheel and swivel bearings. If any parts are worn, replace these parts immediately. Maintenance safety inspection checklist which identifies in-home to inspect/adjust monthly casters and axle bolts for tightness. Should additional information become available, a supplemental record will be filed.

Event description:
The left rear caster bolt is stripped and has broken out of the base.